Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50x20mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion and it was noted that the stent struts were deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.